Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clotting was observed in one unit of a revaclear 300 dialyzer. The cause of the clotting was reported as due to ¿the housing was broken¿. The blood was returned to patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During the visual inspection of the provided photo, blood in the blood side of the product was visible. The cause of the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.